Event description:
The hospital reported that during an endoscopic vessel harvesting procedure of the saphenous vein, vh-4001 vasoview hemopro 2 (w/vasoshield) stopped working after cutting a small piece of tissue and two vein branches. Even though the device was barely used, it was felt that the device may have overheated. Time was given to allow the device to cool, about 30 seconds, but when it was attempted to be used again, it still didn't work. A new generator was attached and the device still did not work. Therefore, the device was deemed unsafe for use and was removed from the surgical field. A new device was opened to complete the procedure with no further issues after a delay of approximately 3 minutes. There was no patient harm.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Manufacturer narrative:
Trackwise #: (B)(4). The lot # 3000359276 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.